Event description:
It was reported that the right atrial lead showed no capture and had poor sensing. It was also noted that the lead was implanted after the use before date. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.